Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thyroidectomy procedure, the device fired clips that looked like they were formed properly but they would not stay on the vessel. It is unknown if they fell into the patient. Sutures and ties were used to complete the procedure. There was no patient impact reported.